Event description:
It was reported that the monofocal intraocular lens (iol) had a scratch which was noticed after insertion into the patient's left eye. The iol was removed and replaced in the same procedure with the same model lens of higher diopter. There was no injury reported. No surgical or medical interventions were required. The patient is doing well. The product is available for return. No further information was provided.

Manufacturer narrative:
Section a3b, a4: unknown/ asked but not available. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: initial reporter first name: unknown, as information was asked but it was not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.